Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided pictures identifies the unit via the label on the back and the setting screen while the werewolf is turned on but provide no complaint related information. Pictures of wands were also provided. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during the case, the console was not functioning (not ablating) while ablate was pressed and topaz wands were plugged in. The wands were registering on the display, just the ablate function was not working or lighting up on the display. The patient was on the table, and there was a 30-45 min delay caused and neither one of the topaz wands functioned properly to finish the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.